Event description:
Hold rb 3.08it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the thigh. While sleeping, the patient received an unspecified alarm on the unspecified insulin pump and handed it to the spouse. The spouse assumed that the patient responded to the alarm and went back to sleep. The alarming pump woke the spouse again; however, this time the patient was unresponsive. There was no information about cgm alarms, estimated glucose value (egv), or bg at that time. The spouse retrieved carbohydrates for the patient, but because the patient was unable to eat, he then called 911. When the emergency medical service arrived, the bg was 44 mg/dl with no information about egv. The patient was treated by emergency medical technicians with dextrose en route to the hospital. Upon arrival at the emergency department, the bg was 173 mg/dl while the cgm read 400 mg/dl. The cgm continued to read 400 mg/dl for the next 6 hours. The patient was given unspecified glargine insulin before being discharged the same day. The patient was advised not to use the insulin pump for the next 10 hours because it was assumed it was overdosing her with insulin. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for bg reading 44 mgdl and cgm: 400 mgdl, however the set reading of bg reading of 173 mgdl and cgm reading of 400 mgdl glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718